Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary: the device was received and evaluated at the service center. The reported complaint that the device does not hold the burrs was unable to be confirmed. However it was found that the motor shaft was stuck. The defective motor was replaced and the device was repaired, tested and found to be fully functional. Fluid ingress into the system and contact with the motor is one possible root cause of the damage to the motor. Also since the reported complaint could not be confirmed, a root cause cannot be determined for the same. The service history has been reviewed in lieu of the device history record for this device since it was previously serviced. The device was last serviced on 01/15/2020 and passed all functional testing before being returned to the customer. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
(B)(4). UDI: (B)(4).

Event description:
It was reported by the affiliate via phone call that the micro tornado hp w hand-control did not hold burrs properly. It was reported the procedure was completed with a replacement device. No patient consequences or surgical delays were reported.